Event description:
It was reported that the intra-aortic balloon's (iab) insertion was uneventful. The catheter functioned normally throughout the procedure. During transport, while moving the pt from the gurney to the intensive care unit bed, blood came back into the helium tubing and the pump alarmed. An attempt was made to pass a new guidewire through the central lumen to feed a new iab into the pt. The guidewire would not advance and the second iab insertion was abandoned. The clinician did not insert another iab. Strips were generated but will not be available for review.

Manufacturer narrative:
Eval: intra-aortic balloon (iab) was returned. There was blood on interior & exterior surfaces of iab. Frank blood in pump tubing. Central lumen was broken & protruding from the bladder approx 25 cm from distal tip of iab. Teflon sheath was on the bladder approx 7 cm from distal tip of iab. There were multiple breaks in the catheter approx 5 mm, 9 cm, from the bifurcation due to pt movement. Additionally, there was a break 29 cm from the distal tip of iab, the bladder had a hole approx 25 cm from the distal tip & approx 1 cm in length caused by the protruding central lumen. The break in central lumen & hole in bladder were from excess force of trying to remove iab thru the sheath. Instructions for use states, "do no remove iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath, & attempting removal in this manner may result in arterial tearing, dissection or balloon damage." The breaks at the bifurcation were more likely caused by pt movement. A device history record re-review was conducted on the iab & it met all specifications & passed all in-process testing. The root cause was due to a break in the central lumen. Conclusion: broken central lumen.